Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was objectively confirmed based on the medical records provided. Available information suggests patient factors likely contributed to the event as medical records note a history of chronic kidney disease. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported to the edwards tavr community, approximately three years and four months after a transfemoral tavr with a 26mm sapein 3 ultra valve, the patient was admitted to the hospital for heart failure related to a possible respiratory infection. The patient presented at the hospital with shortness of breath and exacerbation of a cough. Echocardiogram (echo) performed while inpatient showed a lowered ejection fraction of twenty one percent and narrowing of the valve. Patient remains inpatient. Medical records were received and reviewed; this patient was hospitalized approximately 3 years and 2 months post tavr with acute on chronic heart failure. The patient also had elevated troponin with demand ischemia, cardiac catheterization was recommended however patient declined and signed out against medical advice. Approximately 17 days later, the patient presented to the emergency room with progressive shortness of breath, patient toes and fingers were noted to be purple. A transthoracic echocardiogram (tte) was performed and noted trivial aortic regurgitation is present, and severe bioprosthetic stenosis, aortic valve area of 0.4cm2, peak/mean gradients of 59/40mmhg, respectively. The left ventricle ejection fraction was calculated at 18 percent. According to the cardiology consult, the patient has severe left ventricle (lv) dysfunction, cardiomyopathy, chronic congestive heart failure (chf), echo shows severe aortic stenosis, but tavr was recently done, the valve cannot open because the left ventricle (lv) function is so poor there is not enough force to open the valve. The recommendation was for medical management. The trivial regurgitation is most likely related to the patients lv status and not related to the valve.